Manufacturer narrative:
The single-site cannula has not been returned to intuitive surgical, inc. (Isi) for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted single-site surgical procedure, it was observed that the single-site cannula was spinning from the robot. While there was no patient harm, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted single-site surgical procedure, the single-site curved cannula spins from the base of the robot. The planned surgical procedure was completed and there was no harm, adverse outcome or injury to the patient. No fragments from the cannula were reported to have fallen into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The cannula was compared with an isi in-house cannula. When the bases were aligned, the shafts pointed in different directions, thus indicating that the returned affected cannula has a weld defect. No other damage was found.